Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient went to the hospital and attended only the out-patient department for the peritonitis event. On an unreported date, the patient began treatment with injection vancotroy (2mg, stat dose, route not reported) and gentamycin (20 mg, once daily for 21 days, route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, treatment with vancomycin was ongoing. Should additional relevant information become available, a supplemental report will be submitted.